Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient¿s entire system was removed. It was stated the patient¿s ¿battery site was tender.¿ it was noted the patient would need mris in the future and would be ¿getting a pump implant in the near future.¿

Event description:
It was reported that the patient tried to adjust therapy on her own with her programmer. Then the patient felt stimulation in her "midriff" area and the muscles were "jumping." It was stated that the patient "knows" it was caused from a nerve inside, but she needed therapy adjusted. The patient had an appointment scheduled for (B)(6) 2013. This health care provider (hcp) did not work with the patient. No information. Additional information received reported that the patient was still having concerns with their device or therapy, but they were working with their doctor or medtronic representative. It was stated that the patient had an appointment on (B)(6) 2013. It was stated that the patient could not get the device "adjusted right." Additional information received reported that the patient was scheduled to meet with a company representative on the day of this report, however the representative was not present. It was stated that the patient was going to get another pain device soon. It was reported that the patient was "not happy with service and it was not worth the aggravation." It was reported the stimulator (ins) had been explanted today. No issues were reported. It was unknown if leads and extensions were explanted. The patient was described as alive - no injury at time of this report.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because it is unknown why the patient was experiencing stimulation in an unintended location. The neurostimulator remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the neurostimulator. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the neurostimulator is inconclusive because of insufficient event information. Concomitant products: product ID 3487a-33, lot # v967711, implanted: (B)(6) 2012, product type lead; product ID 3487a-33, lot # v967711, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).